Event description:
It was reported, that the pump battery was depleting quickly. Resulting, in the pump shutting off. The customer¿s blood glucose (bg) was "high". However, a specific value was not provided. The customer administered a bolus via the pump to address bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.